Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no visible or physical damages to the platform. A review of the platform's archive data was performed and found multiple occurrences of user advisory (ua) 44 (battery voltage too low during compression (replace battery)) messages on the reported event date of (B)(6) 2015. The archive data indicated that nimh battery with serial number (sn) (B)(4) had a low remaining capacity (1444 rc) when it was initially used on the reported event date. As this battery depleted, the platform displayed a ua 44 to advise the user to replace the battery. The battery was then swapped out with another nimh battery (sn: (B)(4)); however, another ua 44 was displayed, which indicated that the battery's voltage was too low and that this battery should be replaced. The archive data indicated that on different occasions, the customer left the same battery in the platform for more than 24 hours and was not performing daily battery rotations. Per the autopulse battery maintenance program, charged batteries left for any extended period either in the autopulse or as a spare may not have sufficient capacity resulting in unexpected cessation of operation during use and inadequate warning of low battery condition during use. Based on the archive review, the customer's reported complaint that no error messages displayed before the platform powered off was not confirmed. The customer's reported complaint that the platform powered off after performing a few compressions was not duplicated during functional testing. The platform was tested with a test mannequin and a large resuscitation test fixture for 30 minutes each without any issues and did not power off at any point during testing. Based on the investigation, no parts were identified for replacement. In summary, the customer's reported complaint that the platform powered off after performing a few compressions and did not display an error message was not confirmed. Review of the platform's archive data indicated that the platform did display multiple ua 44 messages on the reported event date to advise the user to replace the battery. The archive data indicated that on different occasions, the customer left the same battery in the platform for more than 24 hours and was not performing daily battery rotations. Per the autopulse battery maintenance program, charged batteries left for any extended period either in the autopulse or as a spare may not have sufficient capacity resulting in unexpected cessation of operation during use and inadequate warning of low battery condition during use. Please note that no batteries were returned for evaluation. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the customer's reported complaint. The returned platform passed functional testing without any issues and did not power off at any point during testing. Therefore, a root cause could not be determined.

Event description:
It was reported that the autopulse platform performed 3 compressions and then powered off. Customer stated that the same thing happens if the platform is powered on again or if a new fully charged battery is used. Reportedly, no error messages were displayed. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.